Event description:
The explant facility is known to discard all explants. No additional relevant information has been received to date.

Event description:
Information was received that the increase in seizures was below pre-vns baseline levels and were related to external factors (unrelated to vns). It was noted y the physician that this patient has not been to a hospital for seizures since (B)(6) 2021.

Event description:
The patient was referred for prophylactic generator replacement surgery. The patient was later admitted to the hospital due to worsening seizures, and the patient would like to move up the vns surgery date. The patient underwent prophylactic generator replacement surgery. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.